Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that pump had hardware low level failures error. The motor processor did not report the pumps stroke as finished in reasonable time error. Customer's blood glucose level was 54 mg/dl at the time of incident. Product will not return for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Format history file analysis confirmed hardware low level failures error due to open traces. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window and pillowing keypad overlay.